Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarms motor error frequently and customer is unable to rewind the device. No further information reported.

Manufacturer narrative:
The insulin pump passed the displacement, rewind and basic occlusion. No motor error alarm was noted. The motor was tested outside of the device and passed. The insulin pump was unable to prime due to a faulty gold force sensor resistor. The insulin pump had minor scratches on the display window, a cracked case near the display window corner, cracked reservoir tube lip, minor scratches on the reservoir window and a stained end cap sticker.